Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device maintenance that the bending tube of the uretero-reno videoscope was damaged due to metal parts sticking out from the distal end. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was presumed that metal braids were broken and exposed from the distal end by excessive torque on bending section during device handling. The root cause of the damage could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU (operation manual) instructs inspection prior to use and warns not to use device with abnormality in procedure in the following sections. Chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bending rubber of the uretero-reno videoscope was broken and the metal was sticking out. The issue occurred during maintenance. There were no reports of patient harm.